Manufacturer narrative:
Additional information: b5, g3, h6.

Event description:
Update dw 08-sep-2025: further information was provided that the eyelet remained inside the patient but the rest of the device was removed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a rotator cuff suture surgery the tip of the device broke off. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Photographic evidence provided from the field of an ar-2324psp, with batch number 15327157, revealed that the distal end was damaged. Therefore, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to improper bone preparation; misaligned insertion; or prying/leveraging the device during use.